Manufacturer narrative:
A complete analysis and testing of 1 opened and 1 used reservoir showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a no delivery alarm from her insulin pump during manual prime. The customer¿s blood glucose level was 114 mg/dl. Standard troubleshooting was performed. The reservoir was found to be occluded. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).